Event description:
Customer called to report the insulin pump had been getting air bubbles in the reservoir for the past two years. Blood glucose reading was 196 mg/dl. The customer mentioned that she had called many times before for troubleshooting and the issue persisted. Advised that the infusion sets and reservoirs will be replaced. Suggested that the customer receive additional training provided to make sure she was following the proper steps. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.